Manufacturer narrative:
Initial report sent: 2/24/2009. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw/plate constructs are assembled correctly. Breakage of the product components is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device.

Event description:
Procedure type: spinal surgery - anterior approach - fusion c5 to c7. According to the rptr: two cervical screws broke at c7 several months post-operatively. A posterior approach, cervical surgery was performed as a revision operation in 2009. During the revision surgery, the initial screws and plate were not explanted.